Event description:
It was reported that the nurse and the hcp (healthcare provider) often said ¿come in if you are still in pain¿ and they would ¿bump up the pump¿. This irritated the patient. It got to the point where the patient had to ¿get a refill every 3-4 days¿ because of pain at that time. The patient stated that after surgery he did not have nearly as much pain and got a refill ¿in a better part of the month¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11163r46, implanted: (B)(6) 2002, product type: catheter. (B)(4).